Event description:
The customer observed imprecise alinity I anti-hcv result for one patient. The following results were provided: sample (donor) (B)(6). Initial result on (B)(6) 2025 was 1.42 s/co, repeated 0.84 / 2.11 / 1.59 / 0.22 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise alinity I anti-hcv result for one patient. The following results were provided: sample (donor) sid (B)(6). Initial result on (B)(6) 2025 was 1.42 s/co, repeated 0.84 / 2.11 / 1.59 / 0.22 s/co. No impact to patient management was reported. Update: new information received. The sample tested negative on roche in another lab.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 68194be00 and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I anti-hcv reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot 68194be00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv reagent lot 68194be00 was identified.

Manufacturer narrative:
Additional information was received and documented in section b5. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise alinity I anti-hcv result for one patient. The following results were provided: sample (donor) (B)(6). Initial result on (B)(6)2025 was 1.42 s/co, repeated 0.84 / 2.11 / 1.59 / 0.22 s/co. No impact to patient management was reported. Update: new information received. The sample tested negative on roche in another lab.